Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6)2024. The patient experienced inaccurate cgm values which occurred the day after the sensor had been inserted in the arm. The patient stated earlier in the day the sensor was 30 points off from the cgm reading. On (B)(6)2024, the boyfriend came home, and the patient was diaphoretic and passed out like in a diabetic coma. The cgm at that time was reportedly around 40mg/dl and the boyfriend gave the patient an emergency shot and orange juice. The treatment was reportedly ineffective, so he called 911. There was no mention on the call that the device was alarming or alerting. It was not mentioned whether the bg was checked. The bg was taken by emergency medical service (ems) and was 24 mg/dl while the cgm was 42 mg/dl. Another bg by ems was 18 mg/dl while the cgm was 48 mg/dl, stated it was off by 40 points. Emt provided a bag of sugar water and IV. After 20 minutes, the sugar started going up. Her fingerstick was reading 70 mg/dl by bg and the cgm was unnoticed. The patient was not taken to the hospital. Emt stayed about an hour at her house. The patient was a little better during the call. No data was provided for evaluation. The allegation and a probable cause could not be determined. It has been reported that there was a difference in readings of 30 points. There were no reported glucose values available to search within the parkes error grid calculator when patient was treated with oj. The reported glucose values fall within the a zone of the parkes error grid when ems checked. It has been reported that there was a difference in readings of 40 points. There were no reported glucose values available to search within the parkes error grid calculator after treatment by ems. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.